Event description:
It was reported that the right ventricular (rv) lead triggered superior vena cava (svc) and rv defibrillation impedance warnings. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the proximal segment of the lead was returned. Analysis was performed and no anomalies were found. (B)(4).